Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd vial adapter q-style leaked. The following information was provided by the initial reporter: pt reported that both of her cadd legacy pumps displayed messages that the reservoir is depleted, patient sees there is still volume remaining in the cartridges; has been occuring before the 48 hr run time is completed. Also with both pumps, when pt tries to stop the infusion, the pumps won't stop so pt has to remove battery, but then pumps display "no disposable" error message. Pt also stated some of her remodulin vial was leaking when using the q-style adapter. Pt stated she is injecting air into the "visl" prior to removing medication, this is the first bottle of medication where pt had this issue. Pt used qstyle adapters in previous medication bottles, but no leaking occurred. Serial number of pump 1: (B)(6); serial number of pump 2: (B)(6). Maintenance due dates 03/2025. No additional info to report at this time. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump, when alarm occurred is unknown. No interruption to therapy, missed doses or adverse events reported due to product issue. Did the reported product fault occurred while in use with the patient? - yes. Did the product issue cause or contribute to patient or clinical injury?- no. Is the actual product available for investigation?-yes. Upon pt return did we replace product?- 'yes. Did the patient have a backup product they were able to switch to?·yes. What troubleshooting was completed? Yes. Was the patient able to successfully continue therapy? Yes. Is the therapy life-sustaining? Yes. What is the outcome of the event?- resolved. Reported to (B)(6) by pt/caregiver. I am unable to identify the patient with the information provided. Please attach the original source document or patient identifiers so I may further research your request. Please provide a copy of the original form, patient identifier or initials and date of birth so that we may further assist with your request. 1. What is the date of event? 29 aug 2024. 2. Please share the material & lot number. Unknown. We apologize for the confusion. After further investigation the patient does not have the vial adapter on hand for return. The return label is not needed.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No additional information.